Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope air/ water cylinder and tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. Corrected fields: e2/e3 (information was inadvertently missed on the initial). The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from switch 1. The foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif-1100 operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif-1100 reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.